Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported the patient presented with a right ventricular lead that exhibited a rise in capture thresholds since (B)(6) 2023. The lead was explanted and replaced. The patient was in stable condition.